Event description:
Terumo medical received a report involving a wire malfunction during a percutaneous coronary intervention (pci) procedure. The rtns wire was positioned in a branch vessel. Upon removal, the wire began to fray, and a wire fracture occurred. The wire was not trapped behind a stent or any other obstruction. Most of the fractured wire was successfully snared and removed. The event occurred intra-operatively. The patient remained stable and recovered from the procedure. No blood loss was reported. Additional information received on 21 aug 2025: the issue became apparent under fluoroscopy while attempting to retract the wire. No testing was performed. A portion of the wire remains in the patient's left anterior descending (lad) artery. No further attempts will be made to retrieve the remaining wire. The sample is contaminated with blood and body fluid but is not contaminated with infectious agents or anti-cancer agents.